Manufacturer narrative:
Additional information: the physician has been doing vein ablations since 2007; about 11,000 total. He was using venclose, however, there was a recall, and he switched to using both evla and rfa (angiodynamics and medtronic). The first batch of 75 rfa did not have infection. Physician used about 32 catheters of the second batch of 75 and stated 9 became infected. Same staff, same setup, same tumescent. Many rfas that became infected were done on the same day as evla. Cultures were all negative, which physician attributes to patient being on antibiotics prior to culture being taken. No sepsis or positive blood cultures. The physician has been keeping patient on oral antibiotics long term until completely resolved. The patient did not have a wound pre-op prior to infection. The physician does not have a phlebectomy. Physician mixes tumescent on site. The patient developed an abscess that required at least one incision and drainage of pus along the treated vein. B3 date of event: year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3 date of event: year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Limited information reported that a patient developed an infection following a procedure involving the catheter cf6-8-60 closurefast an mis-6f07 micro introducer kit. Medical intervention was required, and the patient was prescribed antibiotics. The issue was still present at the time of reporting.

Manufacturer narrative:
Additional information: ten unused sample units from lot 251390219 were returned from the facility and subjected to additional testing in accordance with bi o-049d, sterility test. All results were negative, and the units met the specified sterility acceptance criteria. Additional information received reported that the physician reported that all patients have healed and there are no ongoing issues with any of these events medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.